Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction provided regarding in MDR. This event was previously reported to have been received by manufacturer on (B)(6) 2016. The correct date is (B)(6) 2016. Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. Because no sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined.

Event description:
Additional information provided by the surgeon. The bss leaked out of a 23g trocar. Once all trocars were replaced for the following surgeries, the issue did not occur again. The trocars were not replaced but a pressure infusion was created and the surgery was completed successfully. In the surgeon's opinion the strength of the system is that the flow can be readjusted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that valved trocars leaked during a vitrectomy. The event occurred massively on a patient's eye and bss exited strongly during the surgery. There was no patient harm. Additional information has been requested but not received to date.